Event description:
It was reported that the healthcare provider (hcp) had seen patients with stroke like symptoms after implant. The patients had cognition, speech, and balance issues. The hcp told the reporter that they would ¿come out of it in two to four months.¿ a week later, it was reported that the nurse needed to discuss the issue with the doctor before providing information. The nurse would reply when she had a response.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).